Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after breakfast the patient experienced hyperglycemia, with a maximum blood glucose of 243 mg/dl and duration above 180 mg/dl for about one hour, which trended down by the end of the call; no device alerts above 300 mg/dl occurred, and troubleshooting and education were completed. Symptoms included none, and the patient reported feeling well. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included customer interview, review of the event details, and assessment of device alerts and user-reported monitoring with a confirmatory fingerstick. Investigation of this case revealed no device alarms and no evidence of device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.